Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips tht the device fails external paddles testing. There was no report of patient involvement.